Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative a patient with interface/reticular haze three months post lasik treatment. The patients vision experienced a hyperopic shift which later drifted back to the intended target.

Manufacturer narrative:
The device history records for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).